Event description:
It was reported that a patient underwent an unknown spinal fusion at l4-s1. At an unknown time post-operatively, both screws at s1 broke. The patient underwent a revision to remove the broken screws. No additional complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Analysis of the returned device shows that no pre-defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. The mas with the worn portion of the broken section broke first then followed by the second mas. The origin of the breakage within the first months postoperatively can not be determined with the provided information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.